Manufacturer narrative:
The ventilator was investigated on site and the nozzle units in the o2 gas module and in the air gas module were replaced and returned for investigation. Simulated use testing of the received nozzles have not reproduced the described customer issue. The review of the received device logs confirm the reported issue. Since we could trace back the reported problem to september 2, the date of event was determined to be (B)(6) 2020. If fault with a nozzle unit happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. If present, the fault will be noticed during pre-use check. The reported problem could not be reproduced, therefore the cause has not been established in this investigation.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).